Manufacturer narrative:
Insulin pump received with frozen display and constantly beeping, after disconnecting and reconnecting pcb1 board and pcb2 board the pump functioned properly. Unit passed selftest. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay. The p-cap does lock properly. Insulin pump transferred to r&d for further testing. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.